Event description:
It was reported that the patient had twiddler's syndrome. In 2008, physician had unsnarled the twiddled leads and placed the device sub-pectorally. Patient was checked post-op and had not been in since that check-up until approx five and a half months later. Interrogation of the device revealed tachycardia episodes due to noise on the leads. Physician decided to cap both leads.

Manufacturer narrative:
No medwatch form was received.